Event description:
Dealer states the chair intermittently goes into drive lockout and will not come out without resetting the chair. Dealer also said he had a couple of controller faults in the fault log. Reportedly the dealer called into the technical service line for further assistance. The joystick may be replaced. Any further information received will be reported in a supplemental report. No injury.